Event description:
Physician reported that while trialing the bayonet style bipolars, found that he could not get a sufficient amount of heat to the end of the tips which greatly hindered his ability to dissect and resect. The physician switched midway through the surgical procedure back to his original bipolars.

Event description:
Since the instrument is faultless as to its technical functions, it can only be assumed that the user either had wrong expectations or did not use the instrument correctly or the used cable were defective and did not have voltage. Thus, we feel that this complaint is not justified and that no corrective or preventive actions have to be taken on our part. The tips of the instrument involved were polished/refurbished and the forceps were returned to the distributor.